Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02144 and 1225714-2013-02145. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced cardiac arrest. It further alleged the event was caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR # 1225714-2013-02144.